Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was enhanced due to the drawer issue. The field service engineer visited the site and reported that there were no drawer issues detected, and it was confirmed that no services had been conducted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.